Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 785 mg/dl. The customer had also been experiencing heart problems. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery and failed battery test alarms. The caller stated that she and the customer would feel more comfortable with a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.